Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and the excessive no delivery test. No excessive no delivery alarm noted. Device had broken reservoir tube lip, cracked display window and cracked case at display window corner (upper left and lower left corners).

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. Customer's blood glucose was 592 mg/dl. During troubleshooting, device alarmed a no delivery alarm with 5 unit fixed prime on current set. Customer reported there were cracks on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.